Manufacturer narrative:
Manufacturer's investigation conclusion: review of the provided image confirmed findings consistent with the report of an extrinsic outflow graft obstruction. The reported inflow cannula obstruction as well as the pump thrombus could not be confirmed through this evaluation. A specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The provided computed tomography (CT) image showed a cross-sectional view, which captured a deformation of the outflow graft (dark grey) which appeared to be filled in with material (light grey) between the bend relief and the outflow graft. These findings are consistent with an extrinsic outflow graft obstruction. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, infection, and multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the chronic driveline infections were first diagnosed in 2022 (MFR# 2916596-2025-07611). The patient was treated with levaquin 750 mg daily by mouth, and minocycline 100mg every 12 hours by mouth. It was presumed that the pump/inflow cannula thrombus improved following the tpa. The patient was then discharged as the treatment with tpa was successful.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. Historically, the patient's flows were about 4 lpm, which presented at about 3 during this event. The patient's hematocrit (hct) was set to 35, but their actual hematocrit was 42.1. Following review of the submitted log files, it appeared that the log captured no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. The patient presented with symptoms of chest pain, abdominal pain, shortness of breath, and vomiting. Their flows were about 1 less than baseline. There were intermittent increases in lactate, as well as cardiogenic shock and organ malperfusion. The site later confirmed the outflow graft obstruction via computed tomography (CT) scan. The patient had an angioplasty performed on (B)(6) 2025. They had successful stenting with the outflow graft on (B)(6) 2025, however there were no change to the patient's flows. This was initially confirmed with pressure wire across the area with a prior obstruction, which illustrated no gradient. Furthermore, the patient demonstrated low central venous pressures (cvps) with reduced fick cardiac index of 1.3. They underwent a central venous line (cvl) guided ramp up their pump. Despite augmentation of the speed up to 6000 rpm, they demonstrated only marginal increase in flows. The speed was set to 5600. It was noted that the patient clearly illustrated failure of the pump with poor flows and inability to unload the left ventricle, which led to the cardiogenic shock and organ malperfusion. The etiology at the time was suspected to have wither been pump thrombosis in the setting of poor anticoagulation in an outpatient setting, despite minimal changes in power, versus an inflow cannula obstruction, which was difficult to diagnose and not seen on CT scan. The site planned to aggressively attempt to medically optimize and treat. There were several extensive multidisciplinary discussions to guide care. The patient's dobutamine was increased to 7.5 mcg/kg/min. They added milirone (0.125) to further augment the native left ventricle contractility and had a component of vasodilation. The patient had been on a heparin drip, which was discontinued to transition to a tissue plasminogen activator (tpa) infusion on (B)(6) 2025 without bolus per protocol. The patient was not a candidate for a pump exchange. They patient administered significant elevated left-sided pressures. Temporary mechanical circulatory support (tmcs) was discussed and they ultimately felt that there were unacceptably high risks in setting of tpa initiation with very unclear benefit if any in this complex circumstance of pump failure. They underwent diuresis to optimize cvp with swan guidance, continued to trend endorgan function and lactates, continued home medications, including chronic antibiotics in light of driveline infection history, and to continue to trend hemolysis labs. Log files were submitted for review. At the time of the log file submission, the flows were closer to a baseline of about 3.7. The pump stops were intentional during graft placement. The event log captured events from the outflow graft procedure in the afternoon on (B)(6) 2025 with low flow, low speed, and pump stop events noted. After the procedure, it appeared that the estimated flows were mainly in the mid 3 lpm range. This appeared to have been on the low end for a fixed speed of 5600 rpm.

Manufacturer narrative:
Section h6: due to system limitations, the following was not included: health effect - clinical code: 1816 - dyspnea. Health effect - clinical code: 2144 - vomiting. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.